Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was treated with intravenous fluids and insulin injections in the emergency room for elevated blood glucose (429 mg/dl) and diabetic ketoacidosis (dka). Customer was subsequently admitted to the hospital. Cause for the elevated blood glucose was unknown. Customer was discharged the following day with the high bg and dka resolved with no permanent damage. A health care provider switched customer to insulin pens for purposes of monitoring blood glucose.